Event description:
Dr reports a pt who experienced a reaction after being injected with radiesse. The pt was injected in the naso labial folds and glabella. The pt reported a tingling sensation in her upper lip one hour after the injection. The following day she had pain inside her mouth and small white pimples formed in one side of her face, at the naso labial fold. The pt also experienced some sloughing of the mucosal layer inside her mouth.